Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, the user selected a fill-tubing function instead of the change cartridge and tubing workflow, did not receive a rewind option, and proceeded after coaching; hyperglycemia up to 270 mg/dl occurred for about two hours without backup therapy or ketone testing, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with the involved component described as the plunger. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.